Manufacturer narrative:
(B)(4). Note: events reported in 2210968-2021-01743, 2210968-2021-01744, 2210968-2021-01745. To date, the device has not been returned. If the device or further details are received, a supplemental medwatch will be received. A manufacturing record evaluation was performed for the finished device lot number qgmcmr /w9101h13, and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was obtained: it was reported in the attachment: "closing the wound multiple times" please clarify:: the surgeon closed the wound multiple times in another suture size. Was any surgical intervention performed specially re-suturing? Explain [sewar]: other suture size was used to complete the surgery. What tissue was being approximated or sutured when it broke?: the procedure is rhinoplasty surgery. Did the "closing wound multiple times" due to the suture breakage issue occurred during the same procedure or did it required a scheduling of re operation?: during the same operation. What is the current condition of the patient?: in good health. How was this initial surgery completed?: the surgeon used other suture size once the pds 5/0 was broken. Was this initial surgery completed with another/new suture product?: yes, the surgeon used other suture size. Were there any patient consequences?: no. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
It was reported that a patient underwent an rhinoplasty procedure on (B)(6) 2021 and suture was used. During wound closure, the suture broke. Another like device was used to complete the procedure. There were no adverse events or patient consequences reported. Additional information was requested.